Event description:
It is reported that the pt was sitting reclined in a chair and a child ran and kicked her leg and externally rotated her foot causing the hip to dislocate. The pt underwent a closed reduction to correct.

Manufacturer narrative:
Info was rec'd from a health professional who is not required to complete form 3500a. Eval summary: the event occurred approx 3 weeks post primary surgery, before which the pt was doing well. Closed reduction procedure notes were provided which noted that the hip was manipulated back to position w/o too much difficulty. Neither operative notes nor x-rays were provided, so the component position is unk. It is likely that the accidental external rotation is the sole cause for the event described. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.